Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is not booting up past the rdt logo screen. It is unknown if there was patient impact nor involvement was noted at this time.